Event description:
The amplatz super stiff guidewire appeared to have fractured within the pt's bladder during the optimed wireless ureteric stent implant procedure. The wire was successfully withdrawn and the procedure was stopped. The stent was not placed in the target lesion. No pt injuries have been reported. Add'l info has been requested.